Event description:
It was reported that the patient presented for a routine follow up. When the physician programmed the device to test the r-wave, the patient had a vt episode which was accelerated by atp therapy to a vf rhythm. The physician used delivered a pc shock to the patient. A new vt episode began, but atp therapy did not work. The physician gave the patient another pc shock to terminate the arrhythmia. The patient was weak but well after the event.